Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, an insulation abrasion was observed on the right atrial (ra) lead. The ra lead remained implanted following the procedure as the lead could not be replaced due to patient anatomy. Lead revision was anticipated. The patient was stable following the procedure and there were no adverse consequences.